Event description:
The pt reportedly experienced sound quality issues and a shocking sensation during use of the device. Use of the device was discontinued. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.